Event description:
It was reported that the device had an error code 240.4150. There was patient involvement but impact was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: describe event or problem, imdrf annex a and g codes.

Event description:
It was reported that the pump module had a channel error (error code 240.4150). There was patient involvement but impact was unknown.